Event description:
It was reported that an unspecified number of bd microtainer® tubes with k2e (k2edta) caused erroneous results. The following information was provided by the initial reporter: on (B)(6) 2019, customer complaint that during instrument test pure water, bd microtainer tubes (sku#365974) occurred white blood cell (wbc) count positive high result. Wbc count positive high result in red square.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos provided show the image of the high wbc test results on the instrument¿s computer screen, which is a mindray bd-5310. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the samples were found with acceptable results. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#937863. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on the evaluation of the retain samples was conducted samples were found with acceptable results. Further investigation has been initiated through CAPA#937863. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: it was determined that CAPA#937863 is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd microtainer® tubes with k2e (k2edta) caused erroneous results. The following information was provided by the initial reporter: on (B)(6) 2019, customer complaint that during instrument test pure water, bd microtainer tubes (sku#365974) occurred white blood cell (wbc) count positive high result. Wbc count positive high result in red square.